Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored episode as well available programming options. The patient was examined by their physician with noise still visible in available vectors, so a revision considered but no procedure has been scheduled at this time. This device remains in service. No additional adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.